Event description:
It was reported that during a coronary drug eluting ptca/stenting procedure, thrombus was noted at the proximal lad stented site. The patient was given aspirin and heparin at the beginning of and during the procedure. The physician was treating a severely calcified 90% de novo lesion in the proximal lad. The reference vessel diameter was 3.0 mm and the lesion length was 15mm. Timi 2 flow was noted pre-procedure. The lesion was pre dilated prior to deployment of the taxus express2 3.0 x 16 mm drug eluting stent. Following placement of the stent, the residual stenosis was 0% and timi 3 flow was observed. Visible thrombus was also noted at the stented site. A second de novo lesion in the mid-lad was 80% stenotic with severe calcification. The reference vessel diameter was 2.5 mm and the lesion length was 10 mm. A taxus express2 2.5 x 12 mm drug eluting stent was then deployed in the mid-lad lesion which had been pre dilated. The target lesion in the mid had 0% stenosis and timi 3 flow following stent deployment. No thrombus was noted at the stented site at this time. The lesions in the proximal and mid-lad were post dilated. The physician then deployed another manufacturer's stent in a lesion in the distal circumflex. The patient was discharged five days later with a prescription for aspirin 100 mg indefinitely and clopidogrel 75 mg for 6 months. The patient was reported to be free of angina.